Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced product performance issues with this artificial urinary sphincter (aus) leading to urinary incontinence. Upon medical revision, a cystoscopy and device cycling were performed, however, the issues persisted and the physician decided that the next step was a replacement procedure. All components of the existing aus with tandem cuff were explanted and replaced with a new single cuff device. Upon inspection of the explanted device, fluid loss was identified in the pressure regulating balloon (prb), however, its source was not identified. No patient complications were reported.